Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cubie showed no medication due to improper cubie seating. The technical support specialist (tss) remotely accessed the device and found that the cubie had been released and then pushed back into place, which caused it not to display any medication in slot 07 05. The tss and the user corrected the cubie placement and ensured proper engagement, restoring accurate medication detection. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie ejected now not showing in cabinet. The user tried to pull the medication hydrocodone 7.5-325, but it did not show up in the search bar. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.